Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3, h6 (only device photo received, b01, c0601 are not applicable.).

Event description:
Patient reported right side rupture. Device has been explanted. Healthcare professional later reported "increase in breast volume¿.

Event description:
Patient reported right side rupture. Device has been explanted. Healthcare professional later reported "increase in breast volume¿.

Manufacturer narrative:
Additional h6: f2203. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. Device evaluation: visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Edema: unable to observe since it is a medical event and is not related to the device. No additional observations were carried out. No further actions are required as the device is observed out of its sealed package.